Event description:
It was reported that during set up of a da vinci surgical procedure, it was noted that the lens at the distal end of the endoscope was missing.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the endoscope was exposed to exposed to temperature greater than >82°c/179.6°f as indicated by temperature label, resulting in damaged glue joints, fluid invasion and subsequent damage to complete optical system. The da vinci si user manual specifically states: general precautions - failure to adhere to approved operating practices may result in damage to the endoscope. Examples of improper practices include: dropping of equipment, collisions, and improper cleaning and sterilization techniques. A damaged endoscope may result in fragments falling into the patient. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.